Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the transplant coordinator that when the pt disconnected the black power cable of the system controller from either the power base unit or from battery power, the lvad stopped.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.